Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec-3890tlk is available in the USA with a 510k number k131855. Evaluation summary: it was caused due to an excessive force applied on the light guide fiber bundle (lcb). In addition, we confirmed that the ccd module disconnection; however, it is not related to the alleged complaint. Replaced parts in this complaint are as follow. Ccd module due to disconnected. Light guide fiber bundle due to broken. This report is being filed as part of the pentax backlog management plan.

Event description:
Lcb broken, reduced to 80?¿/0?¿. This event occurred at the time of during inspection. There was no report of patient harm.